Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. The nurse stated the patient experienced peritonitis on (B)(6) 2011. On an unreported date in 2011, the patient experienced a tunnel infection and abscess with no exit site. Treatment for the peritonitis included unspecified vancomycin. Treatment for the tunnel infection and abscess with no exit site was not reported. The patient was not hospitalized for these events. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided. The nurse was unable to report the cause of the peritonitis. At the time of this report, the patient was recovering from both events. Medical history included peritonitis. The nurse stated the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11f15101 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.